Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. It should be noted that the hi torque guide wire instruction for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with total occlusion and heavy calcification. A .014 ht crossit guide wire was advanced; however, resistance was met with the heavy calcification in the lesion and the guide wire became stuck. The guide wire was pulled back, resistance was met and a tip piece approximately 3mm separated. The separate tip became embedded in the subintimal calcified plaque. No attempts were made to retrieve it. The procedure was aborted. There was no clinically significant delay in the procedure. It was further reported that the patient had metastatic cancer and has died as a result of the cancer. The guide wire did not contribute to the patients death. User facility medwatch received states: while performing ptca of the rca, the tip of the wire broke off and became embedded in the subintimal calcified plaque. A femoral approach was being used. No attempt to retrieve the tip was tried. No additional information was provided.